Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor also, unable to confirm a33 alarm due to motor error alarm. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self-test and a21 error test. All operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error multiple times in the past few days. The device also alarmed compromised force sensor system this morning. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the device was not exposed to an x-ray or MRI. The device was not bumped or dropped either. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned and replaced.